Manufacturer narrative:
The returned product was evaluated and the top housing was found to be cracked with the internal components corroded. The soft cannula was found to be damaged but could not be determined as the cause of the failure.

Event description:
The customer reported her blood glucose and insulin history is as follows: (B)(6).